Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: review of the black box data revealed multiple call service alarms (078) recorded on (B)(6) 2014. The pump was exercised for 24 hours without errors, alarms or warnings. Investigation did not duplicate the call service alarm. Unrelated to the original complaint, the battery compartment was noted to be cracked from the threads to the case seal and there was moisture corrosion observed on the display inside the pump. A leak test revealed a leak at the crack in the battery compartment. The pump was opened for investigation and revealed moisture corrosion on the printed circuit board, the display screen, the continuous glucose monitoring module and the motor wiring and connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.